Event description:
It was reported that during a colon procedure, the device cut and stapled properly during the procedure. Approximately one month after the procedure, the patient was re-hospitalized for peritonitis (septic shock and fever). It appeared that the staples did not hold. The patient remained in the intensive care unit.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.